Event description:
The pacemaker was explanted due to eri. This ra lead and the rv lead were capped at the same time due to high thresholds and high impedances. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.